Manufacturer narrative:
The field service engineer (fse) went onsite were unable to replicate the reported problem and did not find the failure to alarm issue during onsite testing using the fluke prosim8. All alarms were able to prompt normally. The device was confirmed to be operating per specifications and no failure was identified. The device remains at customer site.

Event description:
It was reported that the device failed to alarm for a low oxygen saturation. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information received, the patient became stuporous during a medical procedure but recovered without intervention and there was no patient harm. The new information also indicates the reported issue was related to a 3rd party spo2 probe, and the monitor was normal and providing audible and visual alarms. It was confirmed the sensor in use was non-philips, and the monitor alarmed appropriately. Philips sensors were not at fault. Though a serious injury occurred, this was not related to a philips device. The information provided was contradictive as the good faith effort (gfe) response indicates no harm to the patient, but an allegation of failure to alarm and desaturation of 39% is considered to be a serious injury by philips standards. Corrected patient outcome code, health impact code, and type of reported complaint.

Event description:
It was reported the monitor failed to alarm when the patient desaturated to 39%.